Event description:
It was reported that the customer experienced low blood glucose (bg) of 72 mg/dl; cause was unknown. Reportedly, the customer went to the clinic and was given juice to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.